Event description:
It was reported while using bd posiflush¿ normal saline syringe, in 10 ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe packaging is not sealed correctly. The problem is that the syringes are in is not fully sealed on the plunger end. When we prime the syringe, the fluid leaks out from the bottom due to the poor seal.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown . There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1169536. Medical device expiration date: 30jun2024. Device manufacture date:18jun2021. Medical device lot #: 1229611. Medical device expiration date: 31aug2024. Device manufacture date:17aug2021. Medical device lot #: 1336938. Medical device expiration date: 30nov2024. Device manufacture date: 02dec2021 . Medical device lot #: 1203817. . Medical device expiration date: 31jul2024 device manufacture date: 22jul2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the clear plastic wrap is not sealed properly. As a sample was not returned, a thorough sample investigation could not be completed. The flow wrap is used as a dust cover and is not intended to be fully sealed. The sterile component is the solution inside the syringe. A device history record review was completed for provided material number 306546, lot numbers 1169536, 1229611 and 1203817. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.